Event description:
The "rapid gas loss" alarm sounded from the pump and the iab was removed. On 1/7/98, datascope rec'd the mandatory medwatch form from the user facility; uf/dist report number: not provided. The following was reported: two rapid gas loss alarms sounded from the pump about 20 mins apart. No other signs of a leak were noted aside from the alarms. The iab was removed by the dr due to the alarm. The iab did not appear to be assisting the pt effectively. As a result of the event, the pt had a decrease in blood pressure. [Event complications]: unk-reported 11/20/97; hypotension-reported 1/7/98. [Pt's current status]: unk-11/20/97,1/7/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.